Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was a value displayed as "high" on the continuous glucose monitor, however, a specific value was not provided. A correction bolus was delivered to address bg level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.